Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint was received with the return of device. Conclusion: failure event observed during analysis. Final analysis found insulation abrasion at 71.8 cm to 73.1 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.